Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a scratch on sw1, water tightness lost, nozzle has foreign objects, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube dented, connecting tube scratched, distal end cover dented, adhesives around light guide lens had white-clouded area, adhesives around objective lens had white-clouded area, objective lens chipped, up/down knob corroded, protector of universal cord on scope connector side scratched, protector of universal cord on control section side scratched, image guide protector scratched, scope connector discolored/deformed, universal cord scratched/dented, air/water-cylinder corroded, suction-cylinder shaved, switch 1,2,3 and 4 scratched, due to clogging of nozzle,water removal ability did not meet the standard value, adhesive on angle rubber had white-clouded area/chipped and cracked, angle rubber discolored, and due to wear of angle wire, the play of up/down knob out of the standard value, connecting tube buckled, and due to damage, switch 4 did not worked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope for having air/water leakage at the switch 1 key top. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.